Event description:
It was reported to boston scientific corporation in 2005, that a leveen superslim needle electrode device was used during a surface of s6 - liver procedure performed one day prior, (patient age, gender and weight are unknown). According to the complainant, after the fifth ablation, the physician felt heat at the hand and noticed the patient experienced a redness of the skin where the metal probe was attached. The burn was approximately 2-3cm in size. No treatment was required for the burn. The procedure was completed with another unit (manufacturer unknown). There were no further patient complications reported as a result of this event. The patient's condition was reported as "good".

Manufacturer narrative:
The device was received with residue on the plunger. No damage or defects were noted. The device functioned as intended, the tines deployed properly. No problems were detected with the returned device. A review of the DHR showed no anomalies. The device manufacture date and expiration date are unknown.